Event description:
Customer reported device malfunctioned with the data card inserted in the device. Malfunction occurred during daily check of device, no reported pt involvement. Service rep duplicated reported condition. Data card was replaced and proper operation of device was confirmed.